Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with the highest reported value of 300 mg/dl while using the ilet and contacted support for a supply change to a cartridge-and-infusion set. The user disclosed consuming coffee with sugar and creamer without announcing a meal and encountered difficulty assembling the infusion set before successfully completing the change later, with glucose back in range. Symptoms included tiredness associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure and failure to follow instructions for meal announcement, and involvement of the user interface as the device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. An unintended use error was assessed to have caused or contributed to the event.